Event description:
Boston scientific rotawire and wire clip torquer wire "snapped" at the point of the burr during the out of body testing phase pre deployment into the patient. Need to use a 2nd rotawire to perform the procedure. Dates of use: (B)(6) 2016. Diagnosis or reason for use: pt had cad requiring cardiac, intervention to the lad.